Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence and seroma are known inherent risks of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 5 years 7 months post implant of bard flat mesh, patient was diagnosed with abdominal pain, seroma and hernia recurrence thereby underwent repair. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10 and h11. Corrected fields: d4 (expiry date) and h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on 2/18/2008 the patient underwent surgery for repair of a left inguinal hernia. As reported, a marlex, reference number (B)(4) and lot number 43cqd056 was implanted to repair the hernia defect. It is alleged that about 5 years later on (B)(6) 2013 the patient underwent an "additional surgery to excise a chronic seroma cavity, perform a peripheral nerve injection and repair a recurrent inguinal hernia." It is alleged by the patient's attorney that the marlex mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective marlex mesh. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of bard flat mesh. Per operative notes, ¿external palpation of the groin demonstrated the presence of a direct inguinal hernia. A polypropylene mesh (bard flat mesh) was placed into the preperitoneal space of the anterior abdominal wall and sutured covering the hernia defect.¿ (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia and left groin pain thereby underwent repair and excision of chronic seroma cavity. Per operative notes, ¿a chronic indirect inguinal hernia sac was opened and repaired using a synthetic mesh. It was suspected that the recurrent hernia might not have been repaired in the first operation.¿ attorney alleges that patient had pain, hernia recurrence, seroma and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence and seroma are known inherent risks of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2008 the patient underwent surgery for repair of a left inguinal hernia. As reported, a marlex, reference number 0112680 and lot number 43cqd056 was implanted to repair the hernia defect. It is alleged that about 5 years later on (B)(6) 2013 the patient underwent an "additional surgery to excise a chronic seroma cavity, perform a peripheral nerve injection and repair a recurrent inguinal hernia." It is alleged by the patient's attorney that the marlex mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective marlex mesh.